Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2; 8-feb-2017.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: there was evidence of moisture behind the display lens; a leak test failed due to a bolus button leak and case crack leak. The audio bolus button (abb) cover was observed to be damaged and punctured; however, the abb was responsive during investigation. Two cracks were also observed between the case seal and display lens corner. The pump was opened; there was evidence of moisture found on the main printed circuit board, transceiver board and inside cover. Unrelated to the complaint, the display was dim, faded and pink. Also unrelated to the complaint, a hairline battery compartment crack was observed below the bumper traveling toward the case seal. (B)(4).